Event description:
The tps micro drill was sent for eval due to overheating during a podiatry procedure. The procedure was completed with the same device without any delay; no adverse event was associated with the device.